Manufacturer narrative:
(B)(4). Lot number 13m023 was manufactured november 6, 2013 ¿ november 7, 2013. A review of all batch record documents was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. The cause of the rupture could not be determined. A CAPA has been opened to investigate the issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported condition. Baxter will continue to monitor similar reports to determine if further actions are required. A batch review will be performed.  If any relevant information is obtained that is related to the reported event, a supplemental report will be submitted. One actual unit was received at the plant for evaluation. Visual inspection of the unit noted a ruptured bladder. The ruptured bladder was microscopically examined. As a result, a marking located on the exterior surface of the bladder was observed near the rupture line. The reported condition was confirmed. Should additional relevant information become available, a follow-up medwatch will be submitted.

Event description:
It was reported that the bladder of a small volume folfusor ruptured. This occurred during filling of the device with sodium chloride. There was no patient involvement. No additional information is available.